Event description:
It was reported that during a prostate procedure the laser device received error 171 with a pt on the table. The customer pressed clear to continue and the error reappeared about 5 times before the laser shut itself down. The customer went through 2 fibers and was unable to clear the 171 error. The physician completed the case with a turp. There was no report of pt and/or end user injury.